Event description:
It was reported that the pump touch screen was shattered and unresponsive. Reportedly, the reason for the shattered screen was unknown. Customer¿s blood glucose was 107 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.